Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry it was learned and medical records that a 3300tfx 29mm valve, implanted in aortic position, was explanted after an implant duration of 3 years, 5 months due to gram positive endocarditis, pseudoaneurysm and regurgitation. Patient presented with heart failure. The explanted valve was replaced with a 11060a 23mm valve conduit. Patient was discharged on pod#12 per medical records, patient had prior avr, ascending aortic replacement and CABG and presented with aortic root abscess aortic root aneurysm and aortic regurgitation. Intra-operatively, aortic root abscess with fistulas and valve dehiscence was noted. Patient had a re-do aortic root replacement using modified bentall with a 23mm konect valve conduit. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Event description:
Through implant patient registry it was learned that a 3300tfx 29mm, implanted in aortic position, valve was explanted after an implant duration of 3 years, 5 months due to unknown reasons. The explanted valve was replaced with a 11060a 23mm valve.

Manufacturer narrative:
Manufacturer narrative:the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Engineering evaluation is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and there is no evidence of a product failure with regard to design, reliability, or use error. IFU review unable to be performed, as no details regarding a failure mode of the device were provided. The subject device is not available for evaluation as it remains implanted in the patient. DHR was not performed. A definitive root cause cannot be conclusively determined. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.